Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). Magnet was placed back into correct position without surgical intervention. The implanted device remains.